Event description:
This spontaneous case was rec'd on (B)(4) 2013, from a consumer and concerned about 1 of 2 patients of unknown age and gender. The patients' medical history and concomitant medications were not reported. On unknown dates, the patients started treatment with restylane l (cross linked hyaluronic acid) for unknown indication. It was reported that on (B)(6) 2013, the consumer had submitted product complaints for 5 different restylane-l products. All 5 products returns had the same lot number, however the numbers were not reported. Amongst the five product complaints, there were 2 patients who had experienced cellulitis. The outcome of the event was unknown in both patients. The reporter did not provide causality assessment. Cellulitis was the seriousness criteria. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) (medcomm solutions on behalf of (B)(4)). The ecase was linked to (B)(4).

Manufacturer narrative:
Pharmacovigilance comment: pb (B)(4) 2013 - the event cellulitis was assessed as serious and possibly related.